Event description:
It was reported the patient presented in the clinic for routine evaluation after being lost to follow-up. Interrogation revealed the device was in hardware reset mode. The device was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.